Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a right side that "feels like water slashing around." Healthcare professional reported additional "rippling" and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one crack opening, one curved opening and flat creases. A leak test was performed which identified openings. A microscopic analysis was performed which identified: one opening crack, one opening curved striated and partial delamination of valve. The wrinkling condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device (multiple handling during the explantation shipping process could lead to a variation on the device conditions). Based on the device analysis the final assessment is: one crack opening assessed as cracked valve on the seat diaphragm valve. One striated curved opening assessed as surgical damage. Partial delamination of valve due to adhesive failure. Wrinkling condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Patient reported a right side that "feels like water slashing around." Healthcare professional reported additional "rippling" and deflation. Device has been explanted.